Event description:
Outpatient rehab patient sustained a burn by an electrode during physical therapy. It was unknown at the time of occurrence. Reported at the follow-up treatment visit. Manager feels that it was not a machine malfunction, that the electrodes lost contact with the skin due to movement and/or the treatment area. Both machines checked by biomed department after occurrence. Injured area: right buttock, approximately 1 cm width, very narrow and 1-2 mm depth.